Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using large flexnav delivery system. A pre-implantation balloon aortic valvuloplasty was done with a18mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 0mm and at left coronary cusp (ncc) was 3mm. On (B)(6) 2026, the patient presented with left upper and lower limb weakness and dysarthria. A brain magnetic resonance imaging (MRI) the patient required prolonged hospitalization.